Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok keypad button has become intermittently unresponsive over the past month. She noted that the keypad button symbols are worn, and confirmed that the rubber keypad is intact. The patient stated that the ok keypad button does not spring back as expected when pressed. She denied exposing the pump to moisture and cleaning products, and stated that she wears the pump clipped in her pocket or in a bra pack.